Event description:
Boston scientific received information via the patient's remote home monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range(oor) shock lead impedance (sli) measurement. The cause was not determined. Further, the patient was checked and shock impedance measurement was normal. Patient monitoring will be continued. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.